Event description:
The device eval identified a reportable malfunction, balloon burst/holes, related to the original complaint, which was not a reportable event.

Manufacturer narrative:
(B) (4): the testing and investigation results have been received and indicate that a balloon burst/hole was confirmed. The reporter indicated that the nurses are currently using a 60 ml catheter tip syringe to inflate the balloon. Per label instructions a luer-tip syringe is recommended. Info has been provided to the reporter on label copy for the magna-port and easy-feed gastrostomy tube and g-tube practical points info. (B) (4)